Event description:
It was reported by the clinician that when the sheath was inserted into the pt it fell apart. Follow-up info stated the introducer from the kit fell apart while attempting to pierce the skin. It was stated that they did not use excessive force nor was the pt's skin tough. After the introducer came apart, the peel away sheath also came apart. Another kit was used and placed successfully. There are no further details available.

Manufacturer narrative:
Sample will not be returned for evaluation.